Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an emergency hospital visit due to her diabetes. The insulin pump was disconnected from her while in the hospital. The customer was on multiple daily injections ever since. She did not believe the issue was caused by the insulin pump. She declined to speak with the helpline. The device was not returned.